Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was expl anted and replaced. No patient complications have been reported as a result of this event.